Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set tubing fell apart during set up. This event was further described as the end piece of the microbore tubing falling off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the male luer lock adapter was noted to be missing and the luer lock cap was observed loose. Dimensional inspection was performed with satisfactory results. The reported condition was verified. The cause of the event was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.